Event description:
Pseudoseptic reaction in left knee [arthritis]. Allergic reaction [hypersensitivity]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) regarding a (B)(6) male pt with a history of arthritis, initials (B)(6), who experienced a pseudoseptic reaction in the left knee after starting synvisc. The pt had previously received injections of synvisc into the right knee on (B)(6) 2009. In the current series of injections of synvisc into the left knee, the pt received two injections on (B)(6) 2009 (lot number x0802). On (B)(6) 2009, the pt was seen at the hcp's office for unspecified treatment of a pseudoseptic reaction. The hcp reported that the event of pseudoseptic reaction was probably to definitely related to synvisc. No other info was available. At the time of this report, the outcome of the pt was unk. Additional info was received in the form of qa results on (B)(4) 2009. The production and quality control documentation for lot # x0802 with expiration date 10/2011 was received. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional info was received on (B)(6) 2009 from a healthcare provider (hcp) who confirmed the pt had a history of moderate osteoarthritis for two years. He updated the medical history to include prior effusion, joint narrowing, presence of osteophytes, and previous treatment with synvisc. The hcp confirmed the pt received injections of synvisc into the left knee on (B)(6) 2009. No effusions were collected before either injection. The pt experienced the event of pseudoseptic reaction beginning on (B)(6) 2009. A 50ml of exudate was collected and sent for analysis. The results were reported as follows: wbcs 8000, mononuclears 48% and polymorphonuclears 52%. The pt was treated with a cortisone shot on (B)(6) 2009. The hcp reported the pt had recovered on (B)(6) 2006. He characterized the event of pseudoseptic reaction as moderate in intensity and definitely related to synvisc. When queried about possible precipitating events for the pseudoseptic reaction, the provider stated "allergic reaction." No other information was available.

Manufacturer narrative:
Eval summary - the production and quality control documentation for lot # x0802 with expiration date 10/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.